Event description:
The wrong liner was implanted in the pt and the error not discovered until post-op x-ray was taken. Pt had to be taken back to surgery to have the correct liner implanted.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. It was reported that a 36mm x 54mm was the intended size. Product labeling clearly identifies this product code as 32mm x 54mm. The root cause is attributed to inadvertent use error. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.